Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A site rep reported issues with the site's treon and c-arm using the synergy spine application while in a surgery. The site was unable to activate images. Initially, they were able to activate an empty image but rec'd an activation error when trying to acquire the first anatomy image. They tried to acquire another empty image and rec'd an activation error for the empty image. The surgeon discontinued the use of the stealthstation treon to complete the procedure. There was no impact on pt outcome.